Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that 2 days prior to this report date, the patient had an empty pump. It was said the health care provider could not obtain the drug mixture, so saline was placed in the pump, and a bridge bolus was programmed on (B)(6) 2013, over 30 hours. On the day of this report, the patient was in withdrawal. The patient felt withdrawal starting, but it was not ¿full blown¿ withdrawal. There were no further reported symptoms. The patient additionally took oral dilaudid. The pump was used to deliver clonidine, bupivicaine, baclofen and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was later reported that the patient was on extreme dosages of intrathecal pain medications on top of her oral dilaudid and still wasn't achieving great control. The patient then underwent an extension of her laminectomy to t6 level in (B)(6) 2012. The surgery did help with her symptoms. In the interim, the pain management physician had been decreasing the intrathecal pain medication. When the pump was refilled (B)(6) 2013 the dilaudid was decreased by 17%. The patient also had a ptm with a duration of 3 minutes, lockout interval of 2 hours and 12 activations in 24 hours. The patient reported that after the refill her drug pump was alarming but she did not know what the alarm was and thought that the alarm was something else. After reviewing the telemetry reports it was noted that the reservoir volume was mis-programmed to 2ml instead of 20ml. It was noted that the low reservoir alarm started approximately 4 hours after the refill and the empty reservoir alarm occurred a week later. The patient denied any withdrawal symptoms however she did feel that her pain had been increasing over the past two weeks. The patient had been working at her home which may have aggravated her symptoms. The heathcare provider was unsure if the pump was ever reprogrammed so planned to check for an empt y reservoir and fill with saline if needed until medication could be ordered. The pump had been alarming since the last refill on (B)(6) 2013.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8840; product type programmer, physician. (B)(4).